Event description:
Rotablator burr would not advance and could not be removed from the pt in the cath lab. Pt taken to the operating room where the wire was removed and burr left in pt's coronary artery.